Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The motor was returned for evaluation, and subsequent testing verified the complaint. The brake lever will not disengage. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Chair moves when brake is set.